Event description:
This is the same pt and same event reported under MDR ID #2024601-2005-00012. The pt developed abscesses at all treatment sites five months after being treated with bovine collagen. The physician treated with oral antibiotics, intralesional cortisone and excision.